Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that neck dilation and a type ia endoleak were observed on a CT scan completed approximately 7 years post the index procedure. The physician attributed the cause of the event to neck dilation. It was reported that the endurant stent graft was placed low in the aortic neck during the index procedure, no migration occurred and the type ia endoleak was caused by neck dilation. The patient received treatment with an endurant aortic extension and six endoanchors. The event was resolved and no leak was identified on the final angiogram. No additional clinical sequelae were reported, and the patient is fine.